Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Additionally, multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose was between 80-170 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.